Event description:
On 22-jan-2026, it was reported by a sales representative via email that an ar-1588rtt2 fibertag tightrope ii femoral tightrope suture ruptured during final tensioning. This issue was discovered during a quad acl reconstruction procedure on (B)(6) 2026. Additional information was received on 26-jan-2026: the event occurred intraoperatively while the device was in use within the patient. As a result, the tightrope and button were removed. The procedure was completed by passing a fiberlink and utilizing a btb tightrope to reconstruct the femoral tightrope construct without removing the graft from the tunnel, using an ar-1588btb-ib tightrope ii btb. The surgery was prolonged by approximately 20¿30 minutes, and additional anesthesia was required due to the procedural delay.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.